Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system has delivered several inappropriate shocks due to low amplitude t-wave and myopotentials oversensing. Smartpass was disabled due to the low morphology seen. After troubleshooting, the s-ICD system was reprogrammed to primary vector configuration and smartpass was re-enabled. In addition, the shock impedance has increased from 116 to 146 ohms. The patient has gained weight. Technical services recommended to perform new x-rays and compare it with the ones obtained after the implant procedure and analyze if there is adipose tissue under the electrode. This s-ICD remains in service and no additional adverse patient effects were reported.